Manufacturer narrative:
Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3888-33, lot# j0455224v, implanted: (B)(6) 2006, product type: lead. Product ID: 3888-33, lot# j0455224v, implanted: (B)(6) 2006, product type: lead. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3888-33, lot# j0455224v, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported by the patient that since they had lost weight ¿you could see the implantable neurostimulator (ins), it sticks out a fourth of an inch and you can move the wire.¿ the patient noted that they lost weight during the time that they had a whipple procedure in 2011 or 2012 because of the patient¿s abnormal pancreas. It was noted that ¿they rerouted the stomach and had a feeding tube.¿ the patient noted that they were ¿very sick¿ at that time. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had not used their device since 2011. The patient had a lot of medical problems. The patient could move their implantable neurostimulator (ins) around and that it still pushed up and hurt. After the patient's first knee surgery in 2009, the battery kept popping up. Omitted information from (B)(4) - overdischarge and (B)(4) - ins replacement and (B)(4) - ins replacement, 2006 since they are unrelated to this event.